Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) confirmed upon arrival that matrix drawer 5 was not detected on the bus and identified a loose bus cable. The bus cables were checked, reseated, and cleaned to remove medication residue and debris. The station was rebooted, after which matrix drawer 5 was successfully detected. Testing was performed in the hardware test application (hta), and all functions were verified to be operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on bus. User was tried rebooting and opening back panel. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.